Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry lactate dehydrogenase reagents to the architect c8000 analyzer. MDR number 1628664-2019-00013 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated results while using clinical chemistry lactate dehydrogenase reagents. The following data was provided for one patient. Sid (B)(6) initial 470.62 u/l, repeat using the same architect c8000 analyzer sn (B)(4) 191.96 u/l, repeat using another analyzer (architect c16000 sn (B)(4)) 188.46, 188.46 u/l no impact to patient management was reported.